Event description:
It was reported that the camera head image was blurry. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 -(B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripe on image and broken cable. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.